Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional test) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an intermittent open along the rear pulse wire inside the cable connecting ECG a and the front therapy electrode. The cause of the test failure is the intermittent open pulse wire. The root cause of the intermittent open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.